Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s ((B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient underwent elective treatment of a giant ica aneurysm. Placement of the phenom 27 was only possible following a loop through the aneurysm. Physician decided to start deploying the ped2 distal to the aneurysm and straighten then with open ped2 the loop inside the aneurysm. A twist occured when trying to straighten the microcatheter an resheating was necessary when trying to overcome the twist. After several maneuvers physician decided to take the device out and try a new placement of the microcatheter without the loop through the aneurysm. While resheating the device into the phenom27, the tip coil separated from the pushwire and stuck in the middle cerebral artery (mca). The physician was able to retrieve the separated tip coil with a sfr4-3-40-10. Then starting over again. With the new setup he was able to place 1 ped2 and 1 ped3 in telescoping technique successfully. Patient woke up from anesthesia without symptoms or difficulties and is in good condition after the treatment. There was pushwire break, the tip coil detached. The broken segment of the pushwire was removed from the patient with snare/retrieval device. There was friction during retrieval of moderate severity. The pipeline was removed from the patient. The pipeline was used for an approved I ndication.  The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a giant, unruptured left internal carotid artery (ica) aneurysm with a max diameter of 12 mm. The landing zone was 2.7 mm distally and 3.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was tici 3. Ancillary devices include a ksaw-6.0-90, shuttle sheath guide catheter, fg15150-0615-1s lot: 231339802 microcatheter, synchro support guidewire, phenom plus fg19120-1030-1s.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. A continuous saline flush administered and maintained as indicated in the IFU.